Event description:
It was reported that there were bumps on the catheter and those were very visible. It was also reported that the patient had one to return if needed, but had been reusing them since being low on supplies.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. A potential root cause for this failure could be "operator or machine error". The DHR review could not be performed without a lot number. A labeling review is not required as the reported event was confirmed manufacturing related. Corrections: d,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were bumps on the catheter and those were very visible. It was also reported that the patient had one to return if needed, but had been reusing them since being low on supplies.